Event description:
It was reported via repair work order that there were issues with the cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: parts on order.

Event description:
It was reported via repair work order that the zoom plastic handle was broken with sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that there were issues with the cpu. Follow-up submitted as further investigation determined there was no cpu malfunction; however, the zoom plastic handle was found to be broken with sharp edges.